Event description:
An ophthalmologist indicated that the cassette was leaking during surgery. A company representative who prepared the report indicated that the eye chamber was collapsing as a result of uneven pressure brought about this problem. The procedure was completed with no patient harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is expected, but has not yet been received for evaluation. (B)(4).